Event description:
During robot assisted laparoscopic prostatectomy procedure, when the enseal device was activated, a "clicking sound" was heard. Device was not working and did not completely seal the tissue. Machine was reset and device was reconnected to machine. Clicking sound was still present. New enseal device obtained and worked. No harm to patient.